Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared episodes due to noise caused by electromagnetic interference (emi). Anti-tachycardia pacing (atp) was delivered. The noise inhibited pacing for more than two beats, although the patient is not pacer dependent. The caller wondered why an alert was not issued for the episodes. A boston scientific technical services (ts) consultant discussed that alerts are not issued for atp delivery. The device was later explanted due to normal battery depletion and returned for analysis. No adverse patient effects were reported.